Event description:
Name of procedure: lap chole event description: I received a call from the ord yesterday informing that she had a report for a ca500. During a lap chole dr. [Name] fired the device twice a clip forming as usual, when he fired a third time a clip did not come out. He retrieved the instrument from the abdomen of the patient fired again to troubleshoot and no clip would come out. He proceeded to change the instrument and moved forward with the surgery. Patient was stable. Will pass by the account tomorrow to gather additional information and see if they have the instrument used and lot number. Additional information provided by an applied medical representative on 01oct 2025: the model/size of the trocar used was ctb03. The trigger could be easily and completely actuated. There was no resistance in trigger actuation. A clip was not loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. Additional information provided by an applied medical representative on 10oct2025: yes the clip was loaded and visible between the jaws of the device and it was properly seated. Intervention: he proceeded to change the instrument and moved forward with the surgery. Patient status: patient was stable.

Manufacturer narrative:
The event device is anticipated to return to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.